Event description:
Unomedical reference number (B)(4). Event occurred in the united states, it was reported that on 11-jun-2024 the patient experienced an issue that four-infusion set tubing was leaked at site. The infusion set is long for less than 2 hours. And blood glucose level is 282 mg/dl. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) device 2 of 4.